Event description:
Customer reportedly obtained results of 151 mg/dl, 364 mg/dl, 194 mg/dl, 169 mg/dl, and 205 mg/dl on the compact plus system within 10 minutes. An additional comparison reports results of 134 mg/dl, 84 mg/dl, and 208 mg/dl on the compact plus with 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.